Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine post operation follow up. Device interrogation revealed high capture thresholds on the his bundle lead. On 12 may 2021, the lead was repositioned and is in use. The procedure was uneventful and the patient was discharged post procedure.